Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error (open book) and crest download unsuccessful due to moisture damage on electronics assembly on electrical board and electrical board. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. However, insulin pump tested with reference test electronics electrical board1 and electrical board, was able to boot up properly with no unexpected critical pump error alarm noted. Insulin pump received with cracked battery tube threads, fading serial number label and cracked case at battery tube side. The insulin pump p-cap / test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack in battery compartment and water got in it. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.